Event description:
It was reported that during routing follow up, an episode of ventricular fibrillation was observed. The physician suspects this to actually be emi or noise but there is no verification of the cause. All electrical measurements were reported to be in range. The lead remains implanted.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.